Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon was caused by a failure of the printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor power did not turn on. The issue was found during inspection for use. The intended diagnostic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: there was no abnormality in appearance and the problem was reproduced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.